Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a patient who received bravo placement in ¿late (B)(6)¿ was now complaining of chest pain, mild dysphagia and coughing at night. Imaging showed that the capsule was still attached to the esophagus. The patient feels that the capsule is the source of her symptoms and she presented to the endoscopy center (B)(6) 2017 for capsule removal. The reporter was calling for advice on how best to remove. Medtronic medical affairs physician shared published recommendations on removing the bravo capsule and offered to speak with the doctor. The reporter sent a follow-up email to the medtronic medical affairs physician stating: "the bravo had released from the esophagus. It left a small pinch of tissue sticking out where it had been. He decided to treat her with carafate until the sensation of its presence decreases."